Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. H6 health effect - impact code has been provided as it was unable to be selected on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was not holding air. Additional information was received on 20aug2020. The issue was during inflation attempt with syringe, when air would leak right back out. They resolved the issue by replacing it with a second large band that worked fine. The procedure was a left heart catheterization. There was no patient injury or medical intervention. The patient's condition was stable. Blood loss was less than 250cc.